Event description:
It was reported that a patient experienced peritonitis manifested by cloudy effluent and cramping coincident with peritoneal dialysis (pd) therapy. The cause of the peritonitis event was unknown. The patient was not hospitalized for the peritonitis event. The hp was treated with unspecified antibiotics for peritonitis. It was reported that the patient was recovered from the peritonitis event. It was reported that dianeal therapies were ongoing. Additional information was requested but is not available.

Manufacturer narrative:
Complaint no: (B)(4). The date of the peritonitis event was reported as (B)(6) 2013. The device was not returned; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.